Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Alarm did not occur after holding the buttons more then three minutes. No moisture exposure. The device was exposed to sweat. No further information reported.